Manufacturer narrative:
H3, h6: the device intended to be used in treatment, was not returned for evaluation. A visual inspection of the photos provided confirms that the silicone remained on the carrier and not the wound contact layer as intended. Root cause has been determined as a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review has found other related events, with corrective action implemented related to the reported event. Smith + nephew will continue to monitor for adverse trends.

Manufacturer narrative:
Internal complaint reference (B)(4). Postal code: (B)(6).

Event description:
It was reported that there is no stickiness on the dressing area of (2) opsite flexifix gentle2.5cmx5m, (2) opsite flexifix gentle 5cmx5m, (2) opsite flexifix gentle 10cmx5m and an opsite flexifix gentle 10cm x 1m. The stickiness stays with the section that gets peeled off and tossed. As this was noticed in a non-surgical environment, there was not any patient involved.